Manufacturer narrative:
(B)(4).

Event description:
The week prior to the revision, the pump was being refilled for the first time. It was very difficult to access. The patient also had fluid accumulation around the pump in the left anterior abdominal wall. The physician suspected that the catheter had broken at the pump pocket. Pump revision was planned with possible replacement of the catheter. Following the pump/catheter revision, the patient experienced nausea, vomiting and post-emesis headache; the headache was steady and not throbbing with "(+) phono/photophobia" it was worse with positional changes. The patient also had incisional/hip pain. It was later reported that the patient recovered without permanent impairment.

Event description:
It was reported that there was a intrathecal pump and catheter malfunction. The patient experienced withdrawal including nausea, vomiting, photophobia, and headache. On (B)(6) 2014 an x-ray was performed, the pump was also aspirated on this date. Also on this date, the pocket was aspirated and 160 ml of fluid drawn. During the surgical revision, fluid was noted in the pump pocket. It was clear and reported as likely spinal fluid. Further, the catheter was found to have pulled completely out of the spine and into the pump pocket. The complete catheter was removed and would not be returned. In addition, when the back incision was opened there was reportedly another existing catheter in addition to the one with this pump which was spinal component which was also removed along with the anchor. Duraseal was placed along the track to prevent cerebral spinal fluid (csf) leak as there seemed to be a little bit of csf that had come along the tract into the pump pocket so this area was also sutured to prevent csf leaking. A new catheter was successfully implanted with the current pump. The event was attributed to the catheter and drug effects. However, pump inversion (flipping) was also reported. The patient was hemodynamically stable after the procedure. However, the patient¿s condition was later reported as not recovered with symptoms/issues ongoing and the patient was still hospitalized. This device system delivered morphine sulphate and baclofen. Should additional information be received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot# n080793033, implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type: catheter. Product ID: neu_unknown_cath, product type: catheter. Product ID: 8590-1, lot# n115228, implanted: (B)(6) 2007, product type: accessory. (B)(4).